Event description:
J-hook coating started coming off while in use. Performed a laparoscopic cholecystectomy. During the procedure the j-hook coating began to come off while the surgeon was using. It was discarded and a new j-hook was utilized to continue the case. There was no harm to the patient. Us surgical tech; 790-104-535.